Manufacturer narrative:
Calibration and controls run prior to the event were acceptable. There was no indication of a reagent performance issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas 6000 c (501) module. The customer observed a system reagent bath overflowing. The sample initially resulted in a na value of 139 mmol/l when tested on a different analyzer. This value was deemed correct. The customer decided to repeat the sample due to receiving low patient values. The sample was repeated on the complained analyzer, resulting in a na value of 126 mmol/l.

Manufacturer narrative:
The na electrode lot number was t0282. The electrode expiration date was requested, but not provided. The customer re-calibrated the system, but one calibrator level failed. Quality controls also recovered outside of range. The field service engineer noticed that the system reagent bath was not draining properly. The engineer determined the vacuum tubing was being pinched and this was limiting the aspiration. The tubing path was adjusted so that a nozzle was able to remove the excess reagent in the bath. Ise checks were performed and the system was calibrated successfully. Precision studies were run and were acceptable. Controls were run and recovered within range. The investigation is ongoing.